Event description:
It was reported by service report that the side pedals for lowering the head lift are sticking. The head end would not stay up, it was drifting down. No patient involvement or adverse consequences were reported.